Event description:
It was reported that a patient was transferred from a wheelchair to a bed. Before the patient was placed over the bed, when the caregiver changed the patients' position to a supine position, the patient experienced an extension spasm. At the same moment the sling leg clip detached from the device spreader bar. The device was evaluated after the event by an arjo technician. No malfunction was found. During the conversation with the customer the arjo technician advised the customer that the sling used during the event might be too small.

Manufacturer narrative:
Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. The passive sling clip instruction for use warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process. According to the procedures provided in the instruction for use for maxi move (001.25060.en) : ¿warning: patients with spasms can be lifted, but great care should be taken to support the patients legs to prevent fall risk and injuries." "Caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patients weight is gradually taken up." Following all the details reported, it seems likely that due to the patient¿s sudden movement, the clip might have been accidentally pushed by the patient. To sum up, the arjo floor lift and the sling fitted with clips were used as a system during the patient transfer. The clip of the sling detached from the lift spreader bar and from that perspective, the system did not meet its performance specification. The complaint was decided to be reportable due to to reported sling clip detachment during transfer and patient fall.

Manufacturer narrative:
It was reported that a patient was transferred from a wheelchair to a bed. Before the patient was placed over the bed, when the caregiver changed the patients' position to a supine position, the patient experienced an extension spasm. At the same moment the sling leg clip detached from the device spreader bar. Initially, it was reported that the patient sustained a head injury, bruises, contusions, and concussion. During the conversation with the customer, it was clarified that the patient sustained a 'bump on the back of the head". The device was evaluated after the event by an arjo technician. No malfunction was found. During the conversation with the customer the arjo technician advised to the customer that the sling used during the event might be too small. Initially ,the customer indicated that the shoulder clip had come loose. During the interview, the customer clarified that the sling leg clip detached from the device spreader bar. However, it was reported that the patient fell out from the sling at the top (head side). The arjo service technician was unable to re-create the event described by the customer. Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. The passive sling clip instruction for use warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process. According to the procedures provided in the instruction for use for maxi move (001.25060.en) : ¿warning: patients with spasms can be lifted, but great care should be taken to support the patients legs to prevent fall risk and injuries." "Caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patients weight is gradually taken up." Following all the details reported, it seems likely that due to the patient¿s sudden movement, the clip might have been accidentally pushed by the patient. To sum up, the arjo floor lift and the sling fitted with clips were used as a system during the patient transfer. The clip of the sling detached from the lift spreader bar and from that perspective, the system did not meet its performance specification. The complaint was decided to be reportable due to reported sling clip detachment during transfer and patient fall.

Event description:
It was reported that a patient was transferred from a wheelchair to a bed. Before the patient was placed over the bed, when the caregiver changed the patients' position to a supine position, the patient experienced an extension spasm. At the same moment the sling leg clip detached from the device spreader bar. Initially, it was reported that the patient sustained a head injury, bruises, contusions, and concussion. During the conversation with the customer, it was clarified that the patient sustained a 'bump on the back of the head".